Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. On the same day, the patient was hospitalized for the event. On an unreported date, the patient started treatment with injection vancomycin intraperitoneally (ip, 2 mg stat dose and repeated on 7 days) and injection fortum (ip, 250 mg in each bag daily for 14 days) for peritonitis. At the time of this report, the patient was recovered from peritonitis event. The action taken with pd therapy was not reported. No additional information is available.

Manufacturer narrative:
Complaint no: (B)(4). The device was not returned and the lot number is unknown, therefore, a device analysis cannot be completed. The cause was undetermined. Should additional relevant information become available, a follow-up will be submitted.